Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to convert the heart rhythm of a (B)(6), female pt, the device shocked the pt twice when the shock button was only pressed once. The device defibrillated once at 100 joules and discharged upon cardioversion at 100 joules. Complainant indicated that the clinician obtained another device to continue treating the pt. Complaint indicated that there was no adverse effect to the pt due to the reported malfunction.